Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient has headaches, dizziness, sore throat, trouble breathing, chest pressure, their eyes are always burning, lungs feel full, and they're burping and coughing more frequently, and feeling more tired. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient.  The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient has headaches, dizziness, sore throat, trouble breathing, chest pressure, their eyes are always burning, lungs feel full, and they're burping and coughing more frequently, and feeling more tired.  No medical intervention was specified by the patient.  Per clinical specialist decision, this report will now be classified as both a product problem and adverse event. Box b adverse event/product problem: changed from "product problem" to "both - life threatening" box h type of reported complaint: changed from "product problem" to "serious injury" coding and awareness dates have been updated accordingly. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In the previous follow-up, it was reported as a serious injury. As per pms reassessment decision, this report will be considered as a product problem and a non-serious injury. Despite of multiple attempts the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed. In this report, box b, d, g, h has been updated/ corrected.